Event description:
A surgeon reported a pt with astigmatism following intraocular lens (iol) implant surgery. While trying to implant, the lens both haptics stuck to the optic. One haptic did release, while the other remained unchanged. The iol was manipulated during an additional surgical procedure.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 8/26/08 by fax and mail. A completed questionnaire was received on 8/27/08.